Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for this pacemaker system due to concerns of loss of capture (loc). Technical services (ts) agreed there a couple beats in the presenting that appeared to be loc. The settings showed device programmed right ventricular automatic threshold (rvat) at 5.0v which explained why there were no back up paces on these beats. Ts suggested considering evaluating threshold in unipolar and going to fixed output. This pacemaker system remains in service. No adverse patient effects were reported.